Event description:
Covidien received a copy of medwatch uf/importer report (B)(4). Description of the event: a pulse oximeter did not alarm either in the room or in the hallway. Date of the event: was not specified. A separated event was reported in the same uf report (B)(4) and is file under MFR. Report 2936999-2011-00122.

Manufacturer narrative:
The device is not returning for eval. The service history for the provided serial number was reviewed and there were no similar complaints relevant to this report. The complaint trending for the past 12 months was reviewed and there were no observed trends related to this report. Multiple attempts have been made to obtain additional info from the reporting facility. To date, there has been no response. The investigation is in progress. A supplemental report will be provided if additional info becomes available.